Event description:
It was reported that during revision surgery for a flipped pump (MFR. Report # 300409178-2009-02730), the pocket was opened and was "full of infection". The pt stated that she had major abdominal hernia surgery one week after pump was implanted. The pt was in contact precautions due to mrsa. It was unclear if this was a long time diagnosis or a new event. The pocket was debrided and irrigated. The pump and catheter were explanted due to the infection. The drug in the pump was morphine.